Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient had pre-existing diabetic maculopathy with a xen®45 gts implanted in unknown eye and this diabetic maculopathy worsened. Patient vision dropped 3 lines or greater with intraocular pressure (iop) at 12 months noted to be 18mmhg.